Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI isp implantable port attached to a groshong catheter was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations was performed. Mushrooming was noted between the port body and proximal end of cath-lock. The port body was patent to both infusion and aspiration. No leaks were observed throughout tests. Therefore the investigation is unconfirmed for the reported fracture issue. The definitive root cause for the reported event could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one year and nine months post port placement, the catheter from the port that was removed allegedly appeared to be torn in the middle. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one year and nine months post port placement, the catheter from the port that was removed allegedly appeared to be torn in the middle. There was no reported patient injury.